Manufacturer narrative:
Qn#(B)(4). The device history review for the visistat 35w 6/box lot# 73m2100235 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6)2022, staples were found jamming prior to the patient in the operating room. A new stapler was used.

Event description:
It was reported that on (B)(6) 2022, staples were found jamming prior to the patient in the operating room. A new stapler was used.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to form completely. Another attempt was made with the same result. The stapler was disassembled and it was found that a regular size anvil for visistat 35r staplers was in the device instead of an wide size anvil for visistat 35w staplers. The regular size anvil is smaller and prevented the staples from forming completely when fired. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form completely. It was found that the stapler was assembled with a visistat 35r anvil instead of a visistat 35w anvil. A non-conformance was initiated at the manufacturing site in order to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.